Event description:
It was reported that the patient¿s blood glucose levels increased above 400 mg/dl after approximately 36-48 hours of wear on the leg. The patient reported managing the elevated blood glucose with insulin and physical activity (walking). No medical intervention was reported. The device was returned for investigation, and an external cannula tear was identified.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required.